Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A separate medwatch report 2025587-2015-01151 was filed for the delivery catheter system. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged upon deployment. The valve was attached to the delivery catheter system (dcs) and was moved to and left implanted in the lower abdominal aorta. A second transcatheter bioprosthetic valve was successfully deployed. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.